Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed an infection at the ipg site with symptom of drainage at the site. Culture was performed and the result was positive for (B)(6). The patient was prescribed levaquin. The physician felt it was procedure related. The patient underwent an explant procedure.